Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported the device exhibited elective replacement indicator prematurely. It was also reported that there were no shocks and that the pacing outputs were low. The device was explanted. No patient complications have been reported as a result of this event.